Event description:
Received report from abbott international affiliate, abbott china, of infusion of heparinized solution over a 3 hour period. "A flexible bag containing 500ml of normal saline and 1000 iu heparin connected to the above was found to be empty three hours after set up. It was said that the product was used as recommended (the pressure applied on the bag was 300mmgh)...the device was pole mounted. There were no indications that any pt was given the entire 500ml and there was no positive evidence to suggest that there was a case. This is based on the following: the alleged incident happened during the night shift. There was no eye witness account of the incident. The product in question was discarded before co was notified...there was no bedding wet from leaks and no cracked connections, according to the nurse who reported that alleged case. Only the transducer kit was in use. No other tubing was being used..."